Manufacturer narrative:
It was reported that there was no p-int reading on a newly primed hls set. The user was able to read p-int by using a different internal sensor cable, hls cable. The failure occurred during priming. No harm to any person has been reported. Any pressure failure or pressure reading failure can lead to a pump stop if the interventions are set by the user. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-11-26. The fst confirmed that there was no contamination or defects on the hls cable, the venous probe cable and the sensor panel. The fst tested the unit for an hour and a half with a test circuit. The pressure, temperature and rpm was read correctly. The failure could not be replicated. The hls cable and the venous probe cable were replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the risk file v24 of the cardio help device the following root causes can lead to the reported failure: wrong pressure information e.g. - response time is too long - positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-11-27 for the period of 2017-05-18 to 2024-11-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-05-18. Based on the results the reported failure "p-int pressure could not be read" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was no p-int reading on a newly primed hls set. The user was able to read p-int by using a different internal sensor cable, hls cable. The failure occurred during priming. No harm to any person has been reported. Any pressure failure or pressure reading failure can lead to a pump stop if the interventions are set by the user. Therefore a report is required. Complaint ID # (B)(4).